Manufacturer narrative:
(B)(6); which differs from that of the event site. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries and expired safety disk. The fse completed pm with full calibration, functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) by a getinge field service engineer (fse), the intra-aortic balloon pump (iabp) battery failed the run time test. There was no patient involvement, thus no adverse event was reported.